Event description:
In 2009, the lay user/patient in france contacted lifescan alleging the one touch ultra 2 meter read inaccurately high. The medical surveillance specialist wrote follow up questions to the technical service representative (tsr) to ask the patient. The patient says that on february 18 at about 8:40 am, he obtained 115 mg/dl when he had symptoms of "weakness, perspiration, and trembling," which he says is indicative of hypoglycemia for him. He ate pieces of sugar and went back to bed. A family doctor then came to the patient's home, but the patient is unable to remember exactly when he called the doctor and he only remembers that the doctor didn't take any action to treat the patient or give him a blood glucose test. The doctor just told the patient that he would feel better very soon. The patient says he usually gets low blood sugar symptoms when his results are under 60 mg/dl. The patient takes 28 units of humalog mix 25 insulin and one glucor 100 mg tablet in the morning and repeats the same regime in the evening on a daily basis. He takes one glucor 100 mg tablet at noon as well. He also said he adjusts the humalog mix 25 amount depending on the result in the morning and evening but was unable to specify his sliding scale. He was also unwilling to say what/how he ate on the previous month. He did say mention that on february 17 (the day before he developed symptoms) he thinks he took 28 or 30 units of humalog mix 25 in the evening. He says he generally takes his evening doses at 7:30 pm. He doesn't remember any readings or what he ate the day prior. On original date at about 8:39 am, a comparison was performed with a laboratory meter. The patient's meter allegedly read 229 mg/dl and the lab's meter read 180 mg/dl. Based on statistical criteria, the difference between the results falls outside the expected value of <=20%. It is noted that the patient had a cerebral vascular accident a few years ago and has been losing his memory. It was determined during the troubleshooting telephone call, the patient's testing technique was correct and the puncture area was cleaned correctly. The results were verified in the meter memory. The test strips were within expiration dating and in good condition. The meter was set to the correct unit of measure and calibration code number. This complaint is being reported because the patient alleged the readings were inaccurately high, may have adjusted his insulin based on the readings, and suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.